Event description:
It was reported that the low battery visual indicator did not come on as expected. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the battery indicator light did not come on. Analysis did find that the upper case, one side bail cover, the ring cover and the battery drawer were broken, that the lower case, battery release, heart block and lead flex cover were contaminated, that the battery contacts were compressed and that the battery flex was out of specification. (B)(4).